Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in spring 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was treated with unspecified medication (intraperitoneal) for the event. Hospitalization, patient outcome, and action taken with pd therapy were not reported. The reporter declined to provide additional information.